Event description:
After wearing the minimed medtronic real time glucose monitoring unit, I developed significant welts, burning, itching and lesions from skin contact with the clam-shell shaped transmitter. I am suspicious of the chemical coating on the underside of the transmitter used to protect the printing, and of products on the inside of the transmitter leaching onto my skin. I purchased the medtronic minilink realtime glucose monitoring system in 2007 to assist in controlling my diabetes. Seven months later, I began to develop significant skin irritation at the site in the exact outline of the transmitter where the device contacts my skin. The affected area burns; reddens, welts, itches; and, in some spots, the skin lifts & peels as if blistered. The affected area requires an unusually long time to heal. As time went by, I noticed the irritation occurring progressively earlier in the 3-day-wearing-cycle increasing the frequency to find a new site. I also noticed that moisture due to bathing or perspiration promoted the irritation. Eventually, I wasn't able to tolerate the discomfort long enough at one site to obtain the information the device is designed to provide.